Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient had endocarditis, and the pacemaker was reused for the temporary pacing wire. There were no additional adverse patient effects reported. The pacemaker was explanted.